Event description:
Investigation completed and summary in h 10.

Manufacturer narrative:
Investigation completed on a smiths medical intubation/portex endobronchial tubes. The complaint was visually inspected in a photo and sample from lot p/n 100/189/080 was tested, and found cuff damage. The cuff tear occurs, during tracheostomy procedure, due to contact with sharp edge. Which conflicts with IFU warnings, section 4.1: "both the tracheal and bronchial cuff inflation systems should be tested for function and leaks before intubation. Cuff leaks that are detected immediately following tube placement are usually, due to cuff nicks from teeth or instrumentation, during intubation. True cuff leaks may require reintubation and placement of a new endobronchial tube. No corrective action is required, since the product no leaks in the pre-checked according to the instruction for use.

Event description:
It was reported that after intubation, broncocath did not adequately ventilate and needed replacement, when removing an anesthetist noticed that the balloon was damaged. No adverse patient effects were reported.